Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to blank display. Pump received with stripped battery cap(p) coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's problem related to the insulin pump persisted despite of receiving a new battery cap. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and device is expected to be returned for analysis.